Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image was returned and analyzed. The provided left-atrial voltage map image does not display a visible date stamp and demonstrates left-atrial voltage distribution and lesion placement only. In conclusion, the reported clinical issues cannot be assessed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a patient undergoing left atrial/septal ablations for atrial flutter converted to normal sinus rhythm with atrioventricular (av) block. The provider initiated an anterior mitral line, and although radiofrequency ablation was recommended on the valve, pulsed field ablation was used on the entire mitral line, which was extended from the valve up to the left atrial appendage and then inferiorly. Signals targeted on the septum led to the conversion from atrial flutter to normal sinus rhythm with av block. The patient was under general anesthesia at the time. The ablation procedure was aborted due to the development of av block, and a permanent pacemaker was placed as a medical intervention to prevent permanent impairment of function. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.